Manufacturer narrative:
The tsh, ft4, ft3, insulin, and c-peptide reagents' lot numbers and expiration dates were not provided. It was mentioned that the sample was neither viscous nor did it contain any fibrins. Qc was within the range. The field service engineer identified that the root cause was due to a misadjusted sample/reagent probe (component failure). He re-adjusted the sample/reagent probe and the liquid level detection (lld). The instrument was performing within specifications. The service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii assay, and 1 patient sample tested with elecsys tsh assay and elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer (disk system). The customer also alleged discrepant results for elecsys insulin assay and elecsys c-peptide assay, but it is unclear if these tests' results were related to additional 1 or 2 patients. Patient 1: tsh: initial result: 0.007 iu/ml. 1st repeat result: 0.01 iu/ml. 2nd repeat result: 0.008 iu/ml. Ft4: initial result: 7.77 ng/dl. 1st repeat result: 2.53 ng/dl. 2nd repeat result: 2.59 ng/dl. Ft3: initial result: 32.55 pg/ml. 1st repeat result: 4.92 pg/ml. 2nd repeat result: 4.77 pg/ml. Patient 2: tsh: initial result: 1.92 iu/ml. 1st repeat result: 0.023 iu/ml. 2nd repeat result: 1.97 iu/ml. Ft4: initial result: 7.77 ng/dl. 1st repeat result: 1.61 ng/dl. 2nd repeat result: 1.60 ng/dl. Insulin: initial result: 0.20 u/ml. 1st repeat result: 0.20 u/ml. 2nd repeat result: 6.27 u/ml. C-peptide: initial result: 0.02 ng/ml. Repeat result: 7.64 ng/ml. C-peptide: initial result: 0.75 ng/ml. Repeat result: 11.16 ng/ml. It is unclear whether the insulin and c-peptide results were related to patient 1, patient 2, a different patient, or patients.